Manufacturer narrative:
The company representative inspected the iabp unit and recalibrated the pressure transducers. After the recalibration, functional and safety tests performed on the iabp until also met the factory specifications. The iabp unit was returned to the customer. The production device history record for the iabp involved in the event was reviewed. There are no non-conformances related to the reported event. (B)(4).

Event description:
The customer reported that the iabp unit had an error code #4 (drive transducer atm calibration offset out of range) on startup prior to use on a pt. Iabp unit was changed and therapy was continued. No pt injury was reported. The original iabp unit was restarted at a later time; and no errors were observed.